Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg was unable to communicate with external devices. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure (date unknown) while the ipg was placed into surgery mode. Surgical intervention may be undertaken to address this issue.